Manufacturer narrative:
Per the good faith effort response, the customer confirmed that the central processing unit (cpu) tray cover and thumbwheel screws were replaced in an attempt to resolve the reported issue. However, it was noted that a stripped screw remains within the ventilator casing, preventing proper fastening of the front component. Although the device passed all other functional and performance tests, it failed visual inspection due to this mechanical nonconformance. As a result, the ventilator has not been returned to service. No further information could be obtained. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 requesting support to identify the correct part. The current stand requires screwing into the ventilator but does not remain stable and moves independently. The customer needs a part that securely fastens into the base plate, so the stand remains fixed and stable. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the customer needed central processing unit (cpu) tray cover to secure device to stand. Provided customer with part number and price for replacement cpu tray cover and thumbwheel screws. The investigation is ongoing.